Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed technical service for an evaluation. The evaluation was not able to reproduce the customer issue; the result is "no fault found." (B)(4).